Event description:
The hosp informed merit that for the first half of the case, the syringe appears to be fine. But when they started the intervention, they noticed that "somehow air was coming into the syringe." They disconnected the syringe with no pt harm or injury as a result.

Manufacturer narrative:
The actual device in question was not returned to merit medical systems for eval. As a result, the investigation is still ongoing. A follow-up report will be submitted when the results are finalized.